Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pneumothorax post-operative that resulted in extended hospitalization. The patient also experienced pain and dyspnea. The thorax was drained, and the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.